Event description:
Pt was revised due to recurrent dislocation. Intra-operatively found osteolysis.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution in 2000. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd the complaint will be reopened. Depuy considers the investigation closed.